Manufacturer narrative:
Results: a photo was received showing the reported defect. (B)(4) samples were returned for evaluation and visually inspected for damage stoppers. No damage stoppers were identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5295652. Conclusion: possible root cause is that the pad on the die trim was pulled up and caused the stoppers on the next punch to be chopped. An absolute root cause for this incident cannot be determined was as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the tube of the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure would not fill properly during a draw. Cap was removed and inspected and a crack was discovered. No serious injury or medical intervention reported.